Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2024 a right heart catheterization was performed to assess the accuracy of the cardiomems sensor pressures. The sensor was recalibrated and the baseline was decreased by 10.2mmhg. Readings were successfully obtained. The site reported that the sensor waveform is no longer dampened and the physician feels it is appropriate for use. A cause of the dampening was not identified during the procedure.

Event description:
It was reported that the patient received a narcan during procedure due to a decreased respiratory rate that was determined to have been caused by the sedative the patient received for the cardiomems implant procedure. The patient experienced gagging and coughing as a reaction to the narcan. The patient was stabilized and successfully implanted. It was additionally reported that the sensor transmitted a dampened waveform post implant. Xray images were obtained and confirmed the sensor remains within the left pulmonary artery. The physician is currently monitoring the patient and the sensor readings.